Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Sc-1132 sn: (B)(4), the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. There was no complaint about the functionality of the device. The ipg exhibited normal device characteristics. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The explanted ipg was returned for analysis. No further information has been obtained despite good faith efforts.